Manufacturer narrative:
(B)(4). A visual examination of the device revealed that there was heavy, hard residue throughout the device, both ports and the c-clamp were closed. The y-port was occluded with residue. The external bolster was located at the 3 cm mark and was without issue. The black numbering was still visible on the distal end that had been placed inside the patient and under the external bolster. An examination of the distal section found the dot between the 2 and 3 missing. All other markings had been removed / worn off. It was noted that the condition of the returned unit was consistent with the complaint incident that the ink markings were missing. These ink markings were most likely worn off as the device was vigorously cleaned during the 6 months of placement. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17429126 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on an unknown date. According to the complainant, six months post procedure, the ink markings on the peg tube were no longer visible. On (B)(6) 2015, the peg tube was replaced with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed on (B)(6) 2015 that the feeding port was blocked/occluded.